Event description:
It is reported the patient was revised to address the glenosphere disassociating from the base plate.

Manufacturer narrative:
Evaluation summary: the tm reverse surgical technique states that "seating of the glenosphere to the base plate can be examined in the axillary view or in a view parallel to glenoid version. The medial rim of the glenosphere should be parallel to the face of the base plate". It also states to "reconfirm uniform engagement between the base plant and glenosphere by using a small angled or 90 degree clamp to assess for malalignment gaps anterior to posterior, as well as inferior to superior." Due to the lack of operative notes it is not known if these checks were performed. Attempts have been made to obtain operative notes, however none have been received to date. The supplied post-operative x-ray indicates the glenosphere was implanted with a slight superior tilt. This would indicate that the glenosphere was not fully circumferentially seated; however, cause cannot be definitively determined. As returned, a witness line can be seen approximately 2/3 of the way down the taper. This witness line appears to be from contact with the base plate, and could indicate the glenosphere was not fully seated. The glenosphere was dimensionally inspected and found to be conforming where measured. It is not suspected that the product failed to meet specifications.